Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were slits along the patient line of a homechoice cassette that were visible through the overpouches, and "spots" in an unopened pouch. This was discovered before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye and magnification with no particulate matter noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.